Event description:
It was reported ongoing intermittent occlusions alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. At the time of report, a systems check with tandem technical support determined there was a blockage in the cartridge. However, due to the ongoing occlusion alarms the pump was replaced, the customer continued to use the pump for insulin therapy with a backup plan if necessary.